Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. This report is 2 of 2 allegations of inaccurate cgm values that had similar event details. Related records: (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced inaccurate cgm values. This report is 2 of 2 allegations of inaccurate cgm values that had similar event details. The patient experienced hyperglycemia where she was sweaty, shaking, and very thirsty. She administered 80 units of insulin as self-treatment. Prior to going to the hospital, her cgm reading was 130 mg/dl, while her bgm reading was 700 mg/dl. The patient did not mention her cgm and bgm readings during her hospital stay. She was treated with insulin IV and diagnosed with dka. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.